Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir was reported to have a battery sign appear. This humapen memoir is associated with pc (B)(4) and lot 0902c02. On 12-mar-2010, the humapen memoir was returned and it was showing missing segments in the dose window. The operator of the device, training status and length of use of the device model as well as the reported device were not provided. It was not reported if the patient continued to use the humapen memoir device model.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.